Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for non-obstructive urinary retention. It was reported that patient had worsening baseline retention and urgency frequency. Patient feels that he has never received efficacy with his implant. He doesn¿t even think that he had good efficacy during the evaluation period. The patient has tried all seven standard programs and was encouraged to keep a diary. He said that the seven standard programs had not work. He has been given custom programs in the past and multiple program changes by office staff. Today, rep gave him another custom program. He will try this program to see if it helps. He does have an enlarged prostate and has had multiple prostatic surgeries in the past. The issue was ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that today they saw the patient at their request because they said that they were in full retention and is 100% catheter dependent for elimination. Patient had additional health problems, including a pacemaker implant less than 30 days ago. Rep checked the lead impedances and they were within normal limits. Rep created a custom program. Patient is now at three positive, two negative, one negative, zero positive, the pw is 280, rate 14, amplitude, 0.85 and the stimulation was felt comfortably at the base of the penis. Patient's wife was in attendance for the reprogramming. Rep did programming while also educating patient's wife on the process. Patient's wife was able to demonstrate to rep how to make basic adjustments of the stimulator. Patient stated that if this adjustment did not work, they would like to have an explant of the stimulator. Patient is requesting to have an explant at the time of their botox on october 5, 2023. Rep let patient know that they should discuss this with their doctor and that would be between the patient and their doctor on that decision.